Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that secondary set was primed with with ns, the medication bag was spiked.

Manufacturer narrative:
One sample model 2426-0007 and one bd secondary set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with water, and the secondary set was primed with blue dye water. An infusion was performed at 125 ml/hr for one hour. No observation of back flow was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.